Event description:
A report was received that during the patients previous trial procedure that the lead felt flimsy and would not advance to the epidural space. The physician tried to pull the lead out but four contacts were sheared off and remained in the patients body. No next course of action at this time.

Manufacturer narrative:
Device evaluation revealed that the top four electrodes are separated from the distal end. Electrodes 1 to 4 were not returned. The cables are exposed at the damaged portion of the lead. This kind of anomaly is consistent with the damages done to a lead when the orientation of the insertion needles bevel is facing down or the angle of the insertion needle is greater than 45 degrees. An angle of more than 45 degrees increases the risk of lead damage.

Event description:
A report was received that during the patients previous trial procedure that the lead felt flimsy and would not advance to the epidural space. The physician tried to pull the lead out but four contacts were sheared off and remained in the patients body. No next course of action at this time.